Manufacturer narrative:
An event regarding triathlon baseplate loosening was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no device was returned for evaluation medical records received and evaluation: not performed as patient medical records were not provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: a CAPA trend analysis was performed for this product family and event which identified (clinical) user-related and patient factor issues as potential root causes; however, the exact cause of the event could not be determined because the device was not returned and no patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Baseplate was loose. Replaced baseplate.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Baseplate was loose. Replaced baseplate.